Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/03/2014 with the following findings: review of the black box revealed rebooting events. Two battery compartment cracks and battery compartment moisture ingress were observed; leak testing revealed a battery compartment leak. The returned battery cap threads were damaged and the cap was unable to secure properly to the pump; a power loss was experienced. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power-intermittent (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.